Event description:
Four new olympus cv-190 processors have been sent out for repair due to damage from camera/scopes used with the cv-180 processor. If using the new endoeye scopes with the cv-190 there are no issues, but after using the scopes with the older processor, the cv-190 fails and subsequent use of other scopes (including the endoeye) do not work. This creates a delay in the procedure until new equipment is obtained. Per site reporter, olympus states the new processors were damaged by the camera heads that were previously used without issue in our cv-180 processors. The camera heads are listed as compatible with the cv-190 processors, but we feel there may be a compatibility issue between the cameras blades/connectors used with the older cv-180 processor and/or the robustness of the new processor. According to olympus the camera heads had a chip or other damage in the connector that damaged the new 190 processors. The concern is the seemingly insignificant damage is causing our cv-190 processors to be out of service. Olympus has performed an in-service to staff on how to detect the potential damaged camera heads. However, we continue to experience failing cv-190 processors. We have sent out three camera heads for repair, but olympus could not confirm why the cv-180 processors were unaffected by the camera heads.